Event description:
It was reported that the patient's bg (blood glucose) reached 535 mg/dl while wearing the pod longer than 48 hours in the arm. After bg levels remained high despite correction boluses and insulin injections, the patient removed the pod and noticed the site appeared to be infected. Symptoms included swelling, redness, hot to touch, burning sensation, discomfort and pain. The patient was taken to an urgent care center for hyperglycemia and possible infection. The patient was diagnosed with an infusion site infection. The pod was removed a day prior to visiting the urgent care center. The arm was wrapped in a bandage, and the patient was given a prescription of cephalexin 500 mg to be taken 3 times per day for 7 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to determine if any product condition could have contributed to the reported urgent care visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Additionally, lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x18 empty reservoir alarm. The reservoir was confirmed to be empty. Inspection of the device found no damages or defects that would contribute to the reported skin condition. The cause of the reported skin infection could not be determined. No damages or deficiencies were observed that would affect the device's ability to deliver insulin.